Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer declined servicing and purchased a new system, instead. The request for service was subsequently cancelled, as a result. The system was manufactured on november 14, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that the power fell down during a surgery. The surgery was completed. There was no patient harm.